Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a no disposable, pump won't run alarm. Per reporter air bubbles were noted in the line. Troubleshooting to resolve the alarm was unsuccessful. It was reported that the residual volume was 11.6, the rate was 2 and amount given was 80.4. No additional information was provided. No adverse patient effects were reported.

Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be the dso sensor and the most probable cause for bubbles being present in the line was user error, as medication was added to the cassette too quickly, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.